Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was fall impact. The clinical diagnosis was pain at the pocket site. The outcome was unresolved with no further action planned. Interventions included suspending therapy. The event resulted in an unscheduled clinic or office visit. The patient reported a loss of spinal cord stimulator (scs) coverage. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was reported as related to stimulation. The patient presented a day after a fall. The patient stated that he was doing yard work and slipped. The patient proceeded to land directly on his implantable neurostimulator (ins). The patient stated that he felt a sharp pain with movement in his right upper buttock pocket site, when he changed position. The patient was no longer able to get good stimulation coverage in his lower extremities.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.